Event description:
It is suspected that the device failed due to possible rupture of internal diaphragm. Air was in the left ventricle and aorta. The device and two (2) system controllers have been returned to the MFR for testing.